Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received the following results on the advantage system (meter, comfort curve strip lot number 549519, expiration date 02/29/2008) within 10 minutes: hi, 234 mg/dl, 80 mg/dl, and 222 mg/dl. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.